Manufacturer narrative:
The insulin pump passed the operating currents test, self-test, displacement test, rewind, basic occlusion test, prime test. The insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. We were unable to perform the error, occlusion and no delivery tests due to motor error alarm. The insulin pump had a cracked case at display window corner, minor scratched and cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the motor error alarm was not cleared by pressing act or esc button. The customer stated that the insulin pump was not exposed to high magnetic fields. The insulin pump will be returned for analysis.